Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. It was reported that the device would not be returned for evaluation. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired. The patient was admitted on (B)(6) 2019 and received one unit of blood on (B)(6) 2019, one unit on (B)(6) 2019, and one unit on (B)(6) 2019. There was no evidence of bleeding at the time but the patient had slightly low hemoglobin and hematocrit. There was no diagnostic testing done as there was no indication at the time the that the patient was actively bleeding. The patient did not start actively vomiting blood until right before he coded. Preliminary autopsy showed a gastrointestinal bleed and a large amount of blood in his gut. The cause of death was unknown. The patient's death was not directly related to the device, although it was unclear if the patient had a major gastrointestinal bleed or intra-abdominal bleed that contributed to his death. The family did request an autopsy. The device was operating as intended. No further information was reported.